Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery jumped from 3% to 100% after being connected to a power source for 5 minutes. In addition the pump declared a temperature alarm occurred for multiple hours. Reportedly, the pump was charging inside prior to the alarm and not exposed to extreme temperatures. The customer's blood glucose (bg) level was impacted (347 mg/dl). A manual injection was administered to correct elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.